Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex device did not open during the procedure. The patient under went embolization treatment for a small unruptured saccular right internal carotid artery (ica), measuring 6mmx4mm, landing zone distal 4mm proximal 4.25mm. The vessel was observed moderately tortuous. It was reported that pipeline became kinked 3/4 of way down and was removed. Yes, the pipeline middle part was positioned in a bend. The pipeline resheathed and removed with the microcatheter. There were not any patient symptoms or complications associated with this event. The post procedure angiography result shows open parent vessel and stasis in the aneurysm.

Manufacturer narrative:
The pipeline flex braid was returned within two sealed plastic biohazard pouches, and within a plastic jar. The pusher was not returned for analysis. The device was decontaminated. The medial section of the pipeline flex braid was not opened due to damaged braid. The proximal and distal end of the braid were fully opened and moderately frayed. Dried blood was found on the braid subassembly. No other anomalies were observed. Based on the report and analysis findings, the pipeline flex was confirmed to have failure to open at the middle section (hourglass) as the middle section of pipeline flex braid was not opened due to damaged braid. It is likely that the positioning of the pipeline in the patient¿s vessel bend and the resheathing of the device more than the recommended two times may have contributed to the failure to open issue. Per instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.